Event description:
It was reported that during implant the patient's left ventricle (lv) had significant tearing. The pump was removed and the myocardium was reinforced with bovine pericardium. The lv was re-cored with a new coring tool. A new sewing cuff was placed and the pump was set into the cuff. A right ventricular assist device (rvad) / centrimag was placed and the patient's chest was closed. The rvad was removed on (B)(6) 2021 and the patient was discharged on (B)(6) 2021. The patient reportedly had no complications related to this throughout recovery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding and right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.